Manufacturer narrative:
This report is filed on november 15, 2016.

Manufacturer narrative:
This report is filed on october 14, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device.